Event description:
It was initially reported that the device had its service indicator illuminated and had logged two event codes. The customer also stated that the device had been dropped, but it is unknown if the damage affected the device in any way. The device was then evaluated by physio-control and it was determined that the device would not deliver a sufficient amount of defibrillation energy. During the 200 joule test, the device only delivered 12 joules. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event codes. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed the failure to deliver defibrillation therapy properly. Physio observed that the cause of the reported failure was due to a filter, designator fl29.